Event description:
Boston scientific received information that during follow-up, this right ventricular (rv) lead exhibited low out of range (oor) pacing lead impedance (pli) measurement. Previous pli measurement was 280 ohms prior to device change-out. The patient was pacer dependent. Furthermore, sensing and threshold were stable. No noise was observed however this unipolar lead has not been tested for possible detection of myopotential. At this time, the physician planned to monitor the patient. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.